Manufacturer narrative:
This reportable event was identified during a review of complaint files received between (B)(6) 2017 and (B)(6) 2019. A root cause was not determined during the evaluation of the sample or production records.

Event description:
The specimen retrieval bag ripped in the patient; a second bag was used to retrieve the first.